Event description:
The event is reported as: "the physiotherapist had introduced the nasopharyngeal tube, the tip had been "stopped" at the pt's oropharynx. Then, when he introduced an aspiration catheter through the nasopharyngeal tube, the tip and the rest of the tube dissociated themselves, the tip remained around the aspiration catheter, and the rest of the tube went into the pt's pharynx. Fortunately, the tube could be removed by aspiration using the aspiration catheter". Further info: the pt is fine. This incident happened during an operation in which the physiotherapist wanted to vacuum from the nose the mucus which bothered the pt. "Before use, the packaging was sealed well: that's why the physiotherapist didn't check its integrity. The medical team used a lubricant on the cannula". No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.